Manufacturer narrative:
Product analysis: the hawkone device was received for evaluation. No ancillary devices or images were received with the cutter driver and hawkone device. The device was removed from the returned packaging for visual inspection. The cutter driver was attached to the hawkone device. A kink was noted just distal to the hawkone strain relief. The cutter driver was returned in the ¿on¿ position. No further anomalies were noted with the cutter driver. Examination of the hawkone revealed biological debris in the distal assembly. The cutter was returned advanced approximately 2.8cm distal to the cutter window. The thumb-switch on the hawkone device was retracted for functional testing; however, the cutter driver did not power-on. The cutter driver was detached from the hawkone and the hawkone device was attached to a known good cutter driver. The cutter was able to be retracted into the cutter window. No anomalies were noted with the cutter. Biological debris/dried blood was noted within the circumference of the cutter. The cutter was then able to be advanced approximately 2.8cm distal to the cutter window. The cutter driver was detached from the device. The returned cutter driver and the ¿good¿ cutter driver were then cracked open and the batteries were inspected. Both battery connections appeared similar and neither showed a disconnection between the battery and the battery connector or the wires. The voltage of the battery measured 8.64 v. As a comparison, a battery used with a known functioning cutter driver was tested and the voltage measured 8.98. The lab battery was placed inside the cutter driver and verified the cutter driver activated as intended with a h1 connected and the thumb switch retracted. Therefore, the reported event is due to a battery issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone during treatment of a 40 mm plaque cto in the patient¿s proximal right superficial femoral artery (sfa) of diameter 7 mm. Moderate tortuosity and calcification are reported. Patient is reported to have had a steep aortic/iliac bifurcation. IFU was followed. Device prepped without issue. It is reported during use in the patient, the motor of the cutter driver would slowly die and shut off when the physician began cutting the stenosis. The device was removed safely from the patient with the cutter outside the housing. No damage to the cutter observed, all device components were removed from the patient. Another hawkone was used to complete the procedure. No injury reported.